Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The proximal end of the stent-graft system was reportedly implanted approximately 2 cm below the lowest (accessory) renal artery. It was reported computed tomography images dated (B)(6)2018, reportedly revealed the aneurysm has enlarged (amount is unknown). On (B)(6) 2018, there was a reintervention. The physician implanted two additional gore® excluder® aaa endoprostheses proximal to the pxt311413/7258665 device. The physician reported there was a proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.